Event description:
The manufacturer received information alleging a ventilator failed a flow sensor test step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The manufacturer found dust/dirt contamination in the flow sensor. The contamination was removed to address the issue.